Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra2 meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B)(6) 2010 at 9:30 am, the pt obtained the error 5 error message on the reported meter; she did not obtain a blood glucose reading. On (B)(6) 2010 at 3:00 pm, the pt experienced the symptom of shaking. The pt administered self-treatment with food and felt better afterwards. She did not seek any medical attention or treatment. Troubleshooting revealed the pt's testing technique and test strips were correct, and the test strips correctly drew in the blood sample. The issue was not resolved. The meter, test strips, and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue, and received treatment with food. Therefore, this complaint is being reported.